Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the that the stim return cable was plugged into the wrong port (stim 2) and this is why this problem occurred. The nim was set at 1.0, device had wave forms from usual manipulation (little blips), green ticks were obtained; white line present. The probe was discarded.

Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the standard prass probe stimular did not respond at all. No patient impact or injury.